Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal. Status of the product at time of the event was during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition of the downstream occlusion sensor. Additionally, the device upstream occlusion seal was buckling. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream and upstream occlusion seals were replaced and the device passed all testing.